Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 16fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed; however, it was reported that the second prostyle device felt "weird" when deploying the sutures. The evar procedure was completed. Reportedly post-procedure, the suture of the second prostyle device was advanced and trimmed; however, the suture was ¿frayed¿ in two pieces. The sutures of the two pre-placed prostyle devices successfully achieved hemostasis. The suture of a third prostyle device was placed as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed. The reported product quality issue could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported product quality issue resulting in the reported ¿ the prostyle device felt "weird" when deploying the sutures¿; however, factors that may contribute to a product quality issue resulting in the reported ¿ the prostyle device felt "weird" when deploying the sutures.¿ include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The reported suture separation appears to be related to operational context of the procedure as it is likely the gated suture trimmer interacted with the suture/suture rail during advancement of the knot causing the noted tears and the reported suture separation. It is possible the interaction with the gated suture trimmer is related to (excessive tension on suture), incorrect technique, suture fray, and/or incorrectly loaded suture; however, this could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.